Event description:
It was reported that noise resulting in oversensing and inappropriate mode switching was observed on the atrial channel. Abbott technical support reviewed the event and suspected the noise was due to electromagnetic interference. The physician suspected the device could be related to the event as the device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.